Manufacturer narrative:
Return analysis: the explanted device was returned and was subjected to cleaning, steam sterilizing, and engineering evaluation. The screw was obviously broken and the rest of the device appeared in good condition. The spherical rings were examined and minimal wear was observed. The wear analysis was not conducted because the time of implantation was less than 12 months and the cause of failure was obvious, pedicle screw fracture. The fractured screw was examined under microscope, the fracture appeared to originate form the base of the thread. Multiple fracture initiation sites were observed. Beach marks were observed propagating radially from the propagation sites, indication fatique fracture. Finally, the fast fracture zone was observed.

Manufacturer narrative:
A review of the device history record confirmed that the device was manufactured and tested according to relevant procedures,and shipped according to manufacturer's specifications. Surgeon, x-ray, information analysis: on (B)(6) 2023 apifix was notified that patient (B)(6) has a broken apifix screw and the plan is to revise. According to the reporter, "the patient was one year out. She is an athletic girl, softball, dance. She felt a little clicking a couple weeks ago".  Image of screw breakage was provided. Risk assessment: screw breakage can result from inserting the screws in a wrong trajectory that locks the poly-axiality, improper screw size selection, applying improper side forces on the counter-torque feature of the screw when torquing, or insertion of the screw partially into the pedicle. Screw breakage may be reported together with pain and neurologic complication of weakness. Screw fracture/breakage is addressed in the IFU as potential risks associated with the mid-c system and spinal surgery generally section. The risk of screw breakage has been quantified, characterized, and documented as acceptable within full risk assessment. Although no revision surgery took place, a similar malfunction would cause/contribute to a revision; in an abundance of caution apifix is reporting this event. When further relevant information is identified, the complaint file will be updated and a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023 apifix was notified that patient (B)(6) has a broken apifix screw and the plan is to revise. According to the reporter, "the patient was one year out. She is an athletic girl, softball, dance. She felt a little clicking a couple weeks ago."